Event description:
This unsolicited device case received from united states on (B)(4) 2013 from a consumer. The case involves a patient (demographics not provided), who had "right knee swollen," "right knee painful/ throbbing," "can't bend it," "can't put pressure on it" and "can't walk on it," after receiving synvisc-one. Past medical history, relevant concomitant medications, past drugs: unspecified. On (B)(6) 2013, patient received treatment with synvisc-one injection (dose, frequency, route of administration, batch/ lot number and expiry date: unknown), 2 viscous injections into each knee, for unknown indication. On (B)(6) 2013, (19 days after the injection), patient complained that right knee was so swollen and painful. On an unspecified date in (B)(6) 2013, patient could not bend right knee (joint range of motion decreased), could not put pressure on it (weight bearing difficulty) and it was continuously swelling. Patient had been taking ibuprofen (motrin) for right knee pain and swelling and when it wore off, the pain was more excruciating than before. On (B)(6) 2013 at 04:30 (after 21 days of injection), patient woke up with throbbing pain and patient could not turn over, sleep or walk on right knee (difficulty walking). Corrective treatment: icing, elevation and motrin 800 mg. Outcome for events of "right knee swollen," "right knee painful/ throbbing," and "can't walk on it" was not recovered/ not resolved and for the event of "can't bend it," "can't put pressure on it" was unknown. Pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same.